Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked from an unspecified location. The customer's blood glucose level was approximately 130 mg/dl. A new cartridge was successfully loaded to address the reported issue.